Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
A re-intervention due to normal pacemaker battery depletion was performed on (B)(6)2022. A check was performed with reply dr that had been implanted before replacement, but no abnormalities were found in the measurement data. The physician removed the lead from reply dr and measured both atrial and ventricular lead data with psa, but there were no problems with sensing, pacing threshold, or lead impedance. Therefore, both leads were connected to a new eno dr (207cr28e), after which the re-intervention was completed. When the wand was applied at the end to check, the impedance of the atrial lead showed >3,000 o (both bipolar and unipolar), sensing was not possible, and pacing spikes were being output but not being captured. When connecting to eno dr (207cr28e), it was confirmed that 1) the tip of the connector pin of the atrial lead was inserted all the way. 2) the physician pulled the atrial lead lightly to confirm that it would not come out. 3) it was confirmed not only by visual observation but also by fluoroscopy that the tip of the pin protruded from the connector block. 4) the physician could not confirm that there was a p wave because the waveform was disturbed on the ECG. 5) at this point, the atrial lead damage, connection problem, or pacemaker problem was suspected, so the sutured site was reopened on the catheterization lab, the atrial lead was once removed from the pacemaker, and psa was measured. But there were no problems. 6) after that, it was inserted into the atrial port again, connected, and a wand was applied to measure it with a programmer. There was no problem with the measurements at that time. 7) however, even if there was some problem inside the connector of the header, the physician could not see it visually, and he was not 100% sure that there was no problem, so he replaced it with another new eno dr (214cr053) and connected both leads. Before closing the wound, he checked again with the programmer and confirmed that there were no problems this time, then, the re-intervention was completed.

Event description:
A re-intervention due to normal pacemaker battery depletion was performed on (B)(6) 2022. A check was performed with reply dr that had been implanted before replacement, but no abnormalities were found in the measurement data. The physician removed the lead from reply dr and measured both atrial and ventricular lead data with psa, but there were no problems with sensing, pacing threshold, or lead impedance. Therefore, both leads were connected to a new eno dr (B)(6), after which the re-intervention was completed. When the wand was applied at the end to check, the impedance of the atrial lead showed >3,000 o (both bipolar and unipolar), sensing was not possible, and pacing spikes were being output but not being captured. When connecting to eno dr (B)(6), it was confirmed that 1) the tip of the connector pin of the atrial lead was inserted all the way. 2) the physician pulled the atrial lead lightly to confirm that it would not come out. 3) it was confirmed not only by visual observation but also by fluoroscopy that the tip of the pin protruded from the connector block. 4) the physician could not confirm that there was a p wave because the waveform was disturbed on the ECG. 5) at this point, the atrial lead damage, connection problem, or pacemaker problem was suspected, so the sutured site was reopened on the catheterization lab, the atrial lead was once removed from the pacemaker, and psa was measured. But there were no problems. 6) after that, it was inserted into the atrial port again, connected, and a wand was applied to measure it with a programmer. There was no problem with the measurements at that time. 7) however, even if there was some problem inside the connector of the header, the physician could not see it visually, and he was not 100% sure that there was no problem, so he replaced it with another new eno dr (B)(6) and connected both leads. Before closing the wound, he checked again with the programmer and confirmed that there were no problems this time, then, the re-intervention was completed. Physician's opinion: the connection was confirmed visually and fluoroscopically, and it was also confirmed that it would not come off by pulling lightly. Despite this, the physician suspects that the pacemaker itself is the reason why such a phenomenon occurs. He asked us to send it to the manufacturer to find out more and tell him the results. Note: from the viewpoint of personal information protection, this hospital prohibits the provision of ecgs and chest photos outside the hospital. Suspected pm: eno dr (B)(6) will be returned. Pm: eno dr (B)(6) implanted on (B)(6) 2022. A: petite 44erjb (B)(6) and v: sjm 2088tc-52 (B)(6) implanted on (B)(6) 2013.